Manufacturer narrative:
F10: device code 3191 = leaflet motion restricted. H10: additional manufacturer narrative: suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the device instructions for use, avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. The subject device could not be returned for evaluation as it was discarded at the site. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this valve model: 7300tfx29 implanted in the mitral position was explanted after an implant duration of 1 year and 11 months due to regurgitation caused by suture loop. Another valve of the same model one size bigger (31mm) was implanted in replacement. [(B)(4)]. Reportedly, while coming off bypass, regurgitation was observed on echo and decision was made to re-arrest the heart to reinspect again and suture looping was observed. As reported, the tricentrix holder system had been deployed smoothly. The device was explanted and replaced with a valve model: 7300tfx29. [(B)(4)] the patient also had a ring model: 4900t28 implanted in the tricuspid position during initial surgery in 2018, and no issues were noticed on this device. After the procedure, the patient was noted as to be doing well.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this valve model 7300tfx29 implanted in the mitral position was explanted after an implant duration of 1 year and 11 months for unknown reason. Another valve of the same model (unknown size) was implanted in replacement. No additional information was provided. Per the ID card received, two valves model 7300tfx were used during re-do surgery. It is unknown which device was finally implanted to replace the subject device and reason why the other device was not implanted. Investigation has been started to clarify. The patient also has a ring model 4900t28 implanted in the tricuspid position during initial surgery in 2018.